Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 44 mg/dl and was unsteady when standing and walking. There was no indication of medical intervention. The patient reportedly remained on the pump. It was noted that the health care provider adjusted the pump's settings before and after the adverse event; however, there was no additional information available for this complaint. This complaint is being reported because the patient experienced a hypoglycemic event allegedly due to an inaccurate delivery issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: investigators were unable to confirm or duplicate the complaint, the pump information for the complaint date (B)(6) 2016 has been overwritten. The black box shows dates from (B)(6) 2017 to (B)(6) 2017. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.